Manufacturer narrative:
This report is for an unknown - constructs: uss/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: yan, d. Et al (2012), anterior versus posterior surgical treatment of unstable thoracolumbar burst fracture, european journal of orthopaedic surgery & traumatology, vol. 22, issue 2, pages 103-109 (china). The aim of this retrospective study is to compare clinical outcomes of anterior versus posterior surgery for treatment of unstable thoracolumbar fracture. Between june 2003 to july 2007, a total of 96 patients (56 male and 40 female) were included in the study. 51 patients had anterior surgery by using titanium mesh cage packed with local autograft, and the antares or z-plate ii system (medtronic, sofamor danek). The remaining 45 patients underwent posterior partial decompression, and short-segment posterior instrumentation with pedicle screws was applied bilaterally to the first vertebra above and below the fracture, and lateral transverse process fusion was performed with autologous iliac crest bone graft. Two instrumentation system of universal spine system (25 cases), in comparison of cotrel-dubousset (20 cases) were used. Follow-up observation could occur at 4 and 8 weeks, 3 and 6 months, and 1-and 2-years post-surgery. The following complications were reported as follows: at long-term follow-up, loss of sagittal correction in posterior group was more severe than in anterior group (7.29 ± 2.35° versus 1.68 ± 0.23°, p<0.001). There was one urinary tract infection in anterior group and one superficial wound infection in posterior group, which resolved with antibiotic treatment. 1 patient (male) identified with pseudarthrosis postoperatively had screw breakage with back pain symptoms. 1 patient (female) identified with pseudarthrosis postoperatively had a screw loosening and had back pain symptoms. This report is for an unknown pedicle screws ¿ universal spine system. This impacted product captures the adverse event as a loss of sagittal correction, urinary tract infection (anterior group) and superficial wound infection. This report is for one (1) unk - constructs: uss. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient identifier, age , sex, weight: there are multiple patients. All known information is provided in the journal article. Test/laboratory data, initial reporter name and address: additional information provided. Implant date : there are multiple unknown dates of implantation between (B)(6)2003 and (B)(6)2007. Corrected data: MFR site- contact information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.